Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was not returned for evaluation but a photo was provided which shows the distal part of the delivery system which has compression kinks. A statement regarding condition of the deployment mechanism is not possible. The investigation is confirmed for material deformation. There was no indication of manufacturing deficiencies. In this case, it was reported that a 10f introducer was used with a 0.035" guidewire for access, the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated and the device was flushed before use. Based on the provided information and the evaluation of provided photos, the investigation is closed with confirmed results for material deformation. A definite root cause for the reported event could not be determined. The intended placement of the stent in the subclavian artery represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The instructions for use state: "if unusual resistance is met during delivery system introduction, the delivery system should be withdrawn and another delivery system should be used". Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. The instructions for usestates "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician" and "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". Regarding warnings, the instructions for use states "visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device". G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent left subclavian artery stent placement using an fluency plus vascular stent graft. During the procedure a retracted y-valve was found inside the patient's body, preventing the stent from opening and making it impossible to complete the surgery. To ensure the surgery proceeded smoothly, a new stent was used to complete the surgery. There were no adverse effects. The stent was reported as damaged because it could not be used normally.

Event description:
On (B)(6) 2025, a patient underwent left subclavian artery stent placement using an fluency plus vascular stent graft. During the procedure a retracted y-valve was found inside the patient's body, preventing the stent from opening and making it impossible to complete the surgery. To ensure the surgery proceeded smoothly, a new stent was used to complete the surgery. There were no adverse effects. The stent was reported as damaged because it could not be used normally.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.